Manufacturer narrative:
The device was returned for evaluation and found that the heli coil was out of the thread, therefore the index knob was tight to move to lock or unlock. . The device history record (DHR) shows no abnormalities relate to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The complaint was confirmed. The root cause was unknown, however the most likely reason, is parent thread had a raised indication formed by an electrical arc / rack mark, most likely caused by an insecure electrical connection between rack and power supply used by anodize supplier. The suspected small pin hole sized indication most likely prevented the helicoil from fully seating allowing the helicoil to work loose.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to MFR. Report number: 3004608878-2018-00276.

Event description:
2 of 2 reports a distributor reported on behalf of the customer that on (B)(6) 2018, the a1059 mayfield modified skull clamp's screw came out after a period of usage. There was no patient contact, injury or surgical delay. Additional information received on 14nov2018 states that the device was being used in surgery and the problem was discovered during inspection. Replacement of new device was done after the incident was noted. In addition, more information was received on 21nov2018 stating that the patient was also anesthetized but with no alleged consequences. The surgery was delayed for half an hour.